Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the unit was not calibrating and had missing screws to hold blade on. There was no harm or delay reported.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On (B)(6) 2018, it was reported that the device was not calibrating and there was missing screws that hold the blade in place. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome by zimmer biomet surgical on (B)(6) 2018 revealed that the calibration was out of specification at only the zero setting. The motor was within motor speed specification. It was noted that there was no screws to hold the blade into place. The machine head, width plates and control bar had nicks on them. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the machine head, bearings, control bar, seal, retaining ring, screw driver and width plates. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿the device not calibrating and there was missing screws that hold the blade in place' was confirmed since during product review the device was out of calibration and there were no screws to hold the blade in place. The root cause of the device not calibrating and missing screws cannot be specifically determined with the provided information since it is unknown how the device became out of calibration and how the screws became missing. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.